Manufacturer narrative:
(B)(4)

Event description:
Patient care specialist (pcs) contacted dexcom technical support (dts) on (B)(6) 2015, on behalf of the patient, who stated to the pcs that on (B)(6) 2015, they had some type of data loss. Patient was contacted by dts on (B)(6) 2015, and the patient then stated they did not have any issues. No additional event or patient information is available.